Event description:
It was a complaint about 3 drills broke during surgery; different surgeries and different surgeons. Broken drill bit did not remained in any patient's body.

Manufacturer narrative:
Refer to complaint file: (B)(4).